Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip failed a second time and the camera cart monitor did not connect. The pcoip was replaced. The system then passed the system checkout and was found to be fully functional. The pcoip was returned to the manufacturer for analysis. Analysis found that the ip address field was set to the default ip address. Analysis found that the reported event was related to a software issue. The device manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when booting up the system for a case, the camera cart was showing "searching for ip" and would never fully connect to the main cart. The camera on the camera cart would track instruments and did not display "localizer not connected". There was no patient present when this issue was identified.